Event description:
This patient in october, 1987 had placed silicone gel breast implants. In december, 1987 she began developing symptoms of fatigue and a malar rash in reaction to the sun. She then began to develope diffuse symptoms of arthralgia and myalgia. In november, 1988 she was found to have a positive antinuclear antibody titer of 1.:320. She developed symptoms of numbess in the hands, allergy to various medications and has been diagnosed with a lupius like illness. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.